Event description:
Pt had symptoms of pain in their throat and awoke in the middle of the night at home feeling unable to breathe. The pt's spouse called 9-1-1 then slapped pt on the back. When slapped on the back the pt coughed up the plastic extender tip and was ok.